Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-feb-2024, it was reported that the patient faced infusion set cannula was bent, which caused the patient blood glucose elevated to 400 mg/dl. The patient first went to emergency room and was subsequently hospitalized and received IV and fluids of saline and insulin. The patient using the pump and related supplies for insulin therapy when the issue occurred and infusion set was in use for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.